Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds which inhibited pacing during implant. An alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.